Manufacturer narrative:
The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 33mm mitral valve implanted seven (7) years, one (1) month, underwent valve-in-valve procedure due to mitral stenosis and two fused leaflets. A 29mm transcatheter valve was implanted inside the 33mm valve. The patient was transferred in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A supplemental MDR will be submitted once new information becomes available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.